Event description:
It was reported that during a laparoscopic cholecystectomy, there were malformed clips and clips were dropping out of the jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned. (B)(4)

Manufacturer narrative:
(B)(4)